Event description:
The user reported that occasionally, the defibrillator would charge, but would not fire. On each such occasion, after the device was discharged and then recharged, it fired normally. There was no harm to any pt. Test on the device were unable to duplicate the problem. The main printed circuit board, the paddles, and the fire switches were checked for intermittent components, but none were found. In a series of 200 charge/fire cycles, the device did not malfunction. All tests were normal and within spec. It is possible that the user had accidentally placed the device in the sync mode, and no qrs was present. However, this cannot be confirmed. The event is not occurring more frequently or with greater severity than is usual for the device.